Event description:
Johnson and johnson consumer company was notified of this complaint via a lawsuit filed by the complainant. The plaintiff alleged that she developed a severe case of occupational asthma as a result of cidex exposure. Through her work as a respiratory therapist, she was exposed to cidex, which was used to disinfect non-disposable respiratory equipment. No further information is available at this time.